Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision, asr xl, left, reason(s) for revision: component loosening (stem), pain, update: (B)(6 )- patient commodities received and updated. Operational notes received and attached - sent for translation (B)(6) 2016 patient / metal ions report received and attached - sent for translation (B)(6) 2016. Medical records received (B)(6). Attached below - (B)(4) translated medical records. Doc - (B)(6) 2017 update 12-dec-2016: medical records received. After review of the medical records for MDR reportability, lab values indicate the metal ion levels are above 7ppb. The taper sleeve is now being reported. This complaint was updated on: 9-jan-2017 update oct 5, 2017: email notification from kennedys received. Updated product information of stem. This complaint was updated on oct 17, 2017.

Manufacturer narrative:
Corrected: d1 asr revision asr xl left reason(s) for revision: component loosening (stem), pain the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.